Event description:
Pt received more medication than intended while the tubing set was in use. The customer reported that "a member of the anesthesia care team" primed the tubing set with 0.0625% bupivicaine containing 2mcg/ml fentanyl. The total volume in the solution container was 250ml. The tubing set was then "connected" to the pump. Reportedly, "two hours after the epidural insertion and pump hook-up, the pt called the nurse and complained of difficulty breathing and numbness to the chest."on physical examination the pt was observed to have "good" grip strength, a t4 sensory level to cold test and bp within normal limits. There were no fetal decelerations or decreases in fetal heart rate." It was reported that the epidural infusion bag was noted to be empty at that time. Additionally, the door of the pump was noted to be open with the cassette flow regulator in the open position. The therapy was temporarily suspended. After an unspecified length of time, the pt "delivered a healthy baby with no adverse sequelae."